Manufacturer narrative:
Results: the cat6 began to stretch approximately 127.0 thru 130.5 cm from the hub. The cat6 was ovalized approximately 132.0 thru 134.0 cm from the hub. The cat6 was kinked in multiple locations along its catheter shaft. The total length was measured to be approximately 136.5 cm. Conclusions: evaluation of the returned cat6 revealed that the distal shaft was kinked, stretched, and ovalized. If the re-useable sheath is not properly used during insertion and removal of the catheter during use, damages such as these may occur. This damage likely contributed to the reported clogging of the cat6. Further evaluation of the returned cat6 revealed that the catheter was kinked in multiple locations. Some of the kinks were incidental to the reported complaint and likely occurred due to packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6). After completing the first pass, the cat6 became clogged with thrombus. The cat6 was subsequently removed from the non-penumbra sheath and the physician found that it was "crimped" at the distal tip. The cat6 was therefore removed and was no longer used in the procedure. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 MFR report:3005168196-2019-01209 and are being corrected on this follow-up #02 MFR report:3005168196-2019-01209 1. Section h. Box 6. Method code 2 2. Section h. Box 10. Additional narrative and/or corrected data results: the cat6 began to stretch approximately 127.0 thru 130.5 cm from the hub. The cat6 was ovalized approximately 132.0 thru 134.0 cm from the hub. The cat6 was kinked in multiple locations along its catheter shaft. The total length was measured to be approximately 136.5 cm. Conclusions: evaluation of the returned cat6 revealed that the distal shaft was kinked, stretched, and ovalized. If the re-useable sheath is not properly used during insertion and removal of the catheter during use, damages such as these may occur. This damage likely contributed to the reported clogging of the cat6. Further evaluation of the returned cat6 revealed that the catheter was kinked in multiple locations. Some of the kinks were incidental to the reported complaint and likely occurred due to packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder